Event description:
The lead was explanted due to noise observed on the electrograms. The noise appeared to be related to a lead fracture. It was also noted that the lead had a repaired insulation break prior to the 2006 ICD implant.